Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. A96188) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, cholecystectomy, alcohol use, depression, parity 3, multi gravida, menorrhagia and adnexa uteri cyst. Previously administered products included: mirena. The patient had a family history of uterine cancer. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3030 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy & bilatral salpigectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: implant position: right: satisfactory, left: satisfactory, tubal patency: right: occluded, left: occluded, impression: 1. Bilateral micro-inserts in satisfactory position. 2. 2. Bilateral fallopian tubes occluded. [Pathology test] on (B)(6) 2021: aintrauterine device, intra-uterine device b uterus, uterus, cervix and bilateral fallopian tubes final diagnosis: uterus, removal of intrauterine device intrauterine device as described, and photo documented (gross only). Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectorny: intramural leiomyomata. Adenomyosis. Quiescent endometrium. No significant pathologic abnormalities of the cervix and bilateral fallopian tubes. Gross description: specimen a is received without fixative, labeled with the patient¿s name and ¿a iud¿ and consists of a 3.3 x up to 3.3 x upto 0.3 cm pale tan-white, flexible, plastic-like, t-shaped surgical device, with looped, black suture material attached at one end, and two 9 cm in length suture tails. A small amount of blood-tinged viscous material is adherent to the specimen and loose in the specimen container, however defects are not identified grossly, and additional material is not included. The specimen is for gross examination only and has been photographed. Specimen b is received in formalin, labeled with the patient¿s name and ¿b uterus¿ and consists of a 148 g, 9.4 om fundus to ectocervix x 6.6 cm transverse x up to 5.0 cm anterior to posterior apparent hysterectomy specimen, accompanied by two undesignated fallopian tube segments, one of which is fimbriated. The uterine corpus is remarkable for a slight bulge at the central posterior aspect. The 3.6 x 3.3 cm tan-pink, wrinkled, ectocervical mucosa is remarkable for a paracentral, ovoid, patent os, exuding dark red-bro [ultrasound scan] on (B)(6) 2019: impression: non-ob pelvic sonogram study showing a prominent uterus with a heterogeneous wall echo pattern. Probable small posterior fundal/ body fibroids as described. Endometrium appears non-homogeneous and just over the upper limits of normal in thickness for a premenopausal female. Question several small polyps within the endometrial cavity versus hemorrhagic byproducts. Adnexal area is unremarkable. Recommendation: consider endometrial biopsy. If not performed, follow up reevaluation of the endometrium in 1-2 months is recommended to include transvaginal evaluation; on (B)(6) 2021: bilateral essures noted. Rt. Essure noted deep in endometrium with fluid filled space posterior. No endometrial pelyps noted. Single im fibroid 2.0cm. Rt. Adnexal simple cysts 1.0cm & 1.4cm size. Para-tubal vs ovarian. Otherwise right ovary unremarkable. Left ovary non visualized. Left adnexal simple 1.0cm cyst no fluid collections; on (B)(6) 2021: finding: uterus: the uterus measures 9.2 x 5.4 x 4.9 cm. The uterus is of normal echotexture and contour. No masses, nodules or calcifications are seen. The endometrium appears normal with a thickness of 0.7 cm. There is evidence of the essure device within the endometrial cavity extending into the fallopian tube bilaterally. Ovaries: the right ovary measures 3.6 x 2.1 x 2.5 cm and is of normal contour and echogenicity the left ovary measures 3.0 x 1.7 x 1.3 cm and is of normal contour and echogenicity. Cul-de-sac: no fluid is identified in the cul-de-sac. Adnexal area: both the adnexal area and pelvic sidewalls are normal. There is no evidence of adenopathy. Urinary bladder: prevoid volume of the bladder is 389 cc and postvoid volume at one minute is 50 cc. Normal bladder wall. Impression: there is a small postvoid residual volume in the urinary bladder of 50 cc. There is an essure device present within the endometrial cavity of the uterus extending into the fallopian tubes bilaterally. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. A96188) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, cholecystectomy, alcohol use, depression, parity 3, multi gravida, menorrhagia and adnexa uteri cyst. Previously administered products included: mirena. The patient had a family history of uterine cancer. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3030 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy and bilatral salpigectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: implant position: right: satisfactory. Left: satisfactory. Tubal patency: right: occluded. Left: occluded. Impression: bilateral micro-inserts in satisfactory position. Bilateral fallopian tubes occluded. [Pathology test] on (B)(6) 2021: aintrauterine device, intra-uterine device. Uterus, uterus, cervix and bilateral fallopian tubes. Final diagnosis: uterus, removal of intrauterine device. Intrauterine device as described, and photo documented (gross only). Uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectorny: intramural leiomyomata. Adenomyosis. Quiescent endometrium. No significant pathologic abnormalities of the cervix and bilateral fallopian tubes. Gross description: specimen a is received without fixative, labeled with the patient¿s name and "a iud" and consists of a 3.3 x up to 3.3 x upto 0.3 cm pale tan-white, flexible, plastic-like, t-shaped surgical device, with looped, black suture material attached at one end, and two 9 cm in length suture tails. A small amount of blood-tinged viscous material is adherent to the specimen and loose in the specimen container, however defects are not identified grossly, and additional material is not included. The specimen is for gross examination only and has been photographed. Specimen b is received in formalin, labeled with the patient¿s name and ¿b uterus¿ and consists of a 148 g, 9.4 om fundus to ectocervix x 6.6 cm transverse x up to 5.0 cm anterior to posterior apparent hysterectomy specimen, accompanied by two undesignated fallopian tube segments, one of which is fimbriated. The uterine corpus is remarkable for a slight bulge at the central posterior aspect. The 3.6 x 3.3 cm tan-pink, wrinkled, ectocervical mucosa is remarkable for a paracentral, ovoid, patent os, exuding dark red-bro [ultrasound scan] on (B)(6) 2019: impression: non-ob pelvic sonogram study showing a prominent uterus with a heterogeneous wall echo pattern. Probable small posterior fundal/body fibroids as described. Endometrium appears non-homogeneous and just over the upper limits of normal in thickness for a premenopausal female. Question several small polyps within the endometrial cavity versus hemorrhagic byproducts. Adnexal area is unremarkable. Recommendation: consider endometrial biopsy. If not performed, follow up reevaluation of the endometrium in 1-2 months is recommended to include transvaginal evaluation; on (B)(6) 2021: bilateral essures noted. Rt. Essure noted deep in endometrium with fluid filled space posterior. No endometrial pelyps noted. Single im fibroid 2.0cm. Rt. Adnexal simple cysts 1.0cm and 1.4cm size. Para-tubal vs ovarian. Otherwise right ovary unremarkable. Left ovary non visualized. Left adnexal simple 1.0cm cyst no fluid collections; on (B)(6) 2021: finding: uterus: the uterus measures 9.2 x 5.4 x 4.9 cm. The uterus is of normal echotexture and contour. No masses, nodules or calcifications are seen. The endometrium appears normal with a thickness of 0.7 cm. There is evidence of the essure device within the endometrial cavity extending into the fallopian tube bilaterally. Ovaries: the right ovary measures 3.6 x 2.1 x 2.5 cm and is of normal contour and echogenicity the left ovary measures 3.0 x 1.7 x 1.3 cm and is of normal contour and echogenicity. Cul-de-sac: no fluid is identified in the cul-de-sac. Adnexal area: both the adnexal area and pelvic sidewalls are normal. There is no evidence of adenopathy. Urinary bladder: prevoid volume of the bladder is 389 cc and postvoid volume at one minute is 50 cc. Normal bladder wall. Impression: there is a small postvoid residual volume in the urinary bladder of 50 cc. There is an essure device present within the endometrial cavity of the uterus extending into the fallopian tubes bilaterally. Lot number: a96188. Manufacture date: 2013-06. Expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.